Manufacturer narrative:
Continued (e.1): phone; fax; address; email: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left and right side rupture".

Event description:
Healthcare professional reported a rupture. This record relates to left side. The device has been explanted.